Event description:
Information obtained from healthcare professional via manufacturer representative regarding a kit being used for treating a patient with t12 compression fracture. It was stated that when refilling from the mixer to the bfd, there were no problems with the cement viscosity, but the refill could not be performed. When an attempt was made to refill the bfd from the mixer, the refill could not be performed from the 4th one. There were no problems with the cement viscosity until the 4th one, and there was no impression that it was harder than usual. Patient did not experience any symptoms as a consequence of this event. No further complications were reported as a part of this event. Later, it was stated that when filling the bfd, there were no issues with room temperature or time, but starting with the 4th one, cement could no longer be filled into the bfd. An attempt was made for pushing out the cement without the bfd in place, the cement did come out, but the flow was poor. The pusher was removed at the end and the viscosity of the cement was checked, but it was not particularly hardened. It was reported, however, that it was unclear whether the cement had the right consistency to be filled into the narrow bfd.

Manufacturer narrative:
G4: please note that the involved device is not marketed in the united states; however, the device is deemed the same as the united states marketed device (product: c01a, 510k # k041584, UDI # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.